Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all labels are intact, legible and correctly oriented. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Ac power was applied to the returned rf generator and the device initialized with a continuous audible tone, which confirmed the field reported event. This behavior is consistent with software corruption of the stimulate/ central processor unit that occurred during a previous operation. The event which resulted in the software corruption was not communicated and remains undetermined. The controller software was reinstalled, and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During device preparation with the patient on the table, the generator made a screeching sound and the screen would not turn on. The machine was restarted 4 times and different outlets were tried. The case was cancelled.